Event description:
Pt was revised to address anterior dislocation and metal wear.

Manufacturer narrative:
Update: (B)(6) 2012- litigation papers received. In addition to dislocation and metal wear, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, damage to surrounding tissue and bone, and limited mobility.

Manufacturer narrative:
**Update** (B)(4) 2012- litigation papers received. In addition to dislocation and metal wear, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, damage to surrounding tissue and bone, and limited mobility.the devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.